Event description:
It was reported that a proultra tip # 8 separated in a pt's tooth. The separated piece was retrieved without injury.

Manufacturer narrative:
Though the separated tip was retrieved and there was no report of pt injury, there have been previous reports of this malfunction in the past two years that necessitated medical/surgical intervention to preclude permanent impairment of a body structure or function (though such intervention is inadvisable per expert opinion provided by dr (B) (6)). Therefore, this event is reportable per 21 cfr part 803.